Manufacturer narrative:
Device history record was reviewed and found to be complete. The product passed all quality control tests prior to its distribution. The reported event of separation problem was not confirmed. Visual inspection of the device noted body tissue as well as the helix was stretched out of specification consistent with having occurred during implant procedure. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Further analysis performed found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported the patient presented for a leadless pacemaker (lp) implant. At the target location, the lp was unable to be released. Troubleshooting was attempted with no success. The system was removed, and tissue was noted near the connection site at the back of the lp. The catheter and lp were replaced, and the new implant was successful. The patient was stable.